Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a breach cut and the lead had apparent explant damage. (B)(4).

Event description:
It was reported that the patient had cardiac tamponade and the right ventricular lead had perforated. The lead was removed via a thoracotomy and a pericardial window was performed. A new lead was implanted. No further patient complications have been reported asa result of this event.